Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: g2, h6 corrected fields: g2, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board failure, image of exera ii was not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: there was a defective printed circuit board and the software was out of date at 3.10 which was upgraded to 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii video system center had no image with the endoscopes. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.